Event description:
It was reported that pump displayed malfunction alarm with malfunction code and fault ID, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted customer in resetting pump, confirmed that malfunction did not recur, and advised customer to continue using pump and to call back if malfunction occurred again.